Event description:
It was observed that during device evaluation, the bronchovideoscope plastic distal end cover was burned. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Based on the results of the investigation, it is likely that the following led to the malfunction: while handling the device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping distance from the distal end of the device. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor the field performance of this device.